Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was driving to his clinic visit when he stopped at an emergency room (ER) because he wasn't feeling "right". The emergency room performed tests and stated that the patient had hematuria and that his creatinine and liver enzymes were slightly elevated. Patient was then transported to the implanting center. Upon arrival, patient was noted to have dark tea colored urine. His lactate dehydrogenase (ldh) has increased from a baseline of 300 to over 1500 and plasma free hemoglobin of 116. The patient was admitted and started on a heparin gtt. The patient was then started on lasix because his heart failure symptoms were so pronounced. The medical center is considering options for the patient at this time. This patient was initially a bridge to transplant patient but has demonstrated non-compliance and has since been removed from the transplant list because of his non-compliance, especially with medications. The medical center is not certain they want to do a pump exchange due to non-compliancy. Log files were submitted.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.